Manufacturer narrative:
H3 other text : the device is implanted in the patient.

Event description:
It was reported that during an endovascular coil embolization procedure of acom aneurysm in a patient, the power supply failed to detach the subject coil and during this time the physician pushed the subject coil a little too far and it slightly perforated the aneurysm. It was a tiny perforation. The physicain ended up putting a few extra coils in and also used a balloon to control bleeding at the time. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during an endovascular coil embolization procedure of acom aneurysm in a patient, the power supply failed to detach the subject coil and during this time the physician pushed the subject coil a little too far and it slightly perforated the aneurysm. It was a tiny perforation. The physicain ended up putting a few extra coils in and also used a balloon to control bleeding at the time. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.